Manufacturer narrative:
Investigation results: the visual inspection revealed that the non folded seal remained inside the loader device. It was also observed that delivery device was not attached to the loader and the plunger has not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. They rolled up and inserted into the delivery tube, but when the delivery tube was removed, the fold was not correct. A replacement device was used to complete the procedure. There were no pt complications reported by the hospital. This report is for the second seal.